Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented for follow-up after having received shocks from his device. Upon interrogation, several warning faults were observed, and device therapy history and counters were empty. The ICD delivered an inappropriate shock and also paced unneccessarily into the patient's normal sinus rhythm, even when programmed to monitor only and tachy mode off. Magnet application yielded a constant tone, but the device continued to deliver inappropriate thearpy. The device was explanted, replaced and returned for laboratory evaluation. The chronic lead remains in-service, as testing with a pacing system analyzer (psa) revealed acceptable measurements and defibrillation thresholds (dfts).